Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant, the right atrial (ra) lead exhibited undersensing  noted on presenting electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.